Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "rn pulled patient's etoposide (chemo) out of the chemo bag, hung it on the hook, and saline/chemo started spilling out. The tubing was not connected to the patient. Rn attempted to clamp tubing, but tubing had disconnected just below the clip that gets inserted into pump". An incomplete date of event of (B)(6) 2019 was provided.

Manufacturer narrative:
Correction on initial report - regulatory agency ref. Number- (B)(4).

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "registered nurse pulled patient's etoposide (chemo) out of the chemo bag, hung it on the hook, and saline/chemo started spilling out. The tubing was not connected to the patient. Rn attempted to clamp tubing, but tubing had disconnected just below the clip that gets inserted into pump." An incomplete date of event of (B)(6) 2019 was provided.